Event description:
A us distributor reported that a battery wont latch.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery won't latch) has been confirmed. As received, the battery was unable to fit securely into the monitor. The cause for the failure was isolated to a bent pin 6 in the battery connector, causing the fault. The root cause for the bent pins could not be positively identified. There was no adverse event that resulted from the damaged battery.